Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update - additional information received 15. Aug 16: it was reported that they did not have any issues during the initial surgery. No indication for product related issue was found. No material will be returned and an investigation could not be performed without material, therefore, complaint will be closed.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information not available for reporting. Event date: unknown. Not explanted. Device is not expected to be returned for manufacturer review/investigation. (B)(6). Device history records review was conducted. The report indicates that the: part mfg. Date: 21 january 2016, part exp. Date: 01 january 2026, DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of tfna helical blade 85mm sterile product was processed through the normal manufacturing and inspection operations with no rework or non-conformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the event was found during the follow up postoperatively on (B)(6) 2016. The initial surgery took place on (B)(6) 2016. The locking mechanism was not functioning properly and the blade rotated with the femoral head. It caused reduction position to be deviated. The following is the procedure of the surgery; the surgeon firstly locked the locking mechanism by torque driver, and returned 180 degree by following the instruction. Right after the internal fixation (before closure) the surgeon palpated the fracture site from incision to the front part. He then confirmed that the proximal part and the front cortex of the distal part were contacted to the osseous. One week after the surgery, the front cortex of the fracture site started to deviate. Two weeks after the surgery, the front cortex of the fracture slid and dislocated to the distal medullary cavity. It might be caused by rotated femoral head. This complaint involves 2 parts. This report is 2 of 2 for (B)(4).